Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after pausing the device due to an empty insulin cartridge, with a highest cgm reading of 209 mg/dl and confirmation by glucometer at 208 mg/dl; the user reported a headache, used a teflon infusion set on the abdomen, and planned a full supply change without requesting assistance. Symptoms included headache associated with elevated blood glucose. Outcomes included continued use of ilet without reversion to alternative therapy and no alarms. Investigation included user interview and troubleshooting and education conducted by support. Investigation of this case revealed that hyperglycemia was attributable to user-initiated interruption of insulin delivery because the cartridge was empty, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of therapy due to depletion of insulin supply.